Event description:
It was reported that during training a dexcom g7 continuous glucose monitor (cgm) sensor paired to the dexcom app but failed to pair to the ilet, consistent with an intermittent communication failure involving the antenna/electrical communication pathway; the user was instructed to toggle the settings, restart the ilet, and then wait for the full warm-up period, with the pairing failure limited to the ilet. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, characterized as intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.